Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions after the initial MDR was filed. Visual inspection of the device showed evidence of bio-burden present on the device. Inspection found no damage on the connection plug. Based on the investigation, functional testing revealed that the device sealed properly. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The updated investigation does not confirm a malfunction of the device. However, the device still falls within MDR reportability requirements due to reported serious injury. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the ligasure (lf1637) would not seal. The uterus would not stop bleeding causing the surgeon to do a hysterectomy. Multiple attempts were made to gather additional information regarding this specific event. However, no other information was provided from the facility. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The facility discarded the device. As the device was not returned for evaluation, inspection was unable to be performed. No device information was reported and the customer did not report lot # or serial # information. Therefore, the device history record (DHR) was unable to be verified. The reported event could be attributed to: - thumb trigger button (activation button) not engaged throughout the entire seal cycle. - device used on vessels thicker than 7 mm. - eschar build up on device jaws affecting performance. - environmental disturbance: noise. The instructions for use (IFU) state: - the lf1637 instrument is intended for use only with the covidien forcetriad energy platform. Use of this instrument with other covidien generators or with generators produced by other manufacturers may not result in the desired tissue effect, may result in injury to the patient, or surgical team, or may cause damage to the instrument. - these instruments are only intended for use by individuals with adequate training and familiarity with the specific procedure being undertaken. Use of this equipment without such training may result in serious unintended patient injury. For further information about techniques, complications and hazards, consult the medical literature. - contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects, such as an effect at an unintended site or insufficient energy deposition. - before beginning the procedure, verify overall compatibility of all instruments and accessories. - inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker if it is not in acceptable condition for the procedure. - examine all ligasure system and instrument connections before using. Improper connection may result in arcing, sparks, accessory malfunction, or unintended surgical effects. - inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team or cause damage to the instrument. If damaged, do not use. - the ligasure system detects the instrument type and sets the intensity setting to 2 bars in the display. If you have entered settings in the ligasure touchscreen prior to connecting the ligasure instrument, these settings will be reset to 2 bars. This setting may need to be adjusted during the procedure. The intensity settings are used as follows: 1 green bar ¿ isolated, small tissue bundles 2 green bars ¿ average tissue bundles 3 green bars ¿ larger tissue bundles (this will increase fusion times) - do not use this instrument on vessels larger than 7 mm in diameter. - do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. - use caution when grasping, manipulating, sealing, and dividing large tissue bundles. - do not activate the instrument while instrument jaws are in contact with, or in close proximity to, other instruments including metal cannulas, as localized burns to the patient or physician may occur. - do not activate the ligasure system until the lever has been latched. Activating the system before latching may result in improper sealing and may increase thermal spread to tissue outside of the surgical site. - energy-based devices, such as es pencils or ultrasonic scalpels that are associated with thermal spread, should not be used to transect seals. - do not apply additional hand force to the lever during sealing to ensure proper function. - open the jaws by squeezing the lever until it unlocks, then push it completely forward. - inspect the instrument jaws prior to cleaning to ensure the blade is not deployed. - do not activate the instrument or cutting trigger while cleaning the jaws. Injury to operating room personnel may result. - avoid accidental activation while cleaning the instrument by placing ligasure mode in standby. Press the standby button on the ligasure screen to block energy delivery. - keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. - do not attempt to clean the instrument jaws by activation the instrument on the wet gauze. Product damage may occur. - do not clean the instrument jaws with a scratch pad or other abrasives. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported the ligasure (lf1637) would not seal. The uterus would not stop bleeding causing the surgeon to do a hysterectomy. Multiple attempts were made to gather additional information regarding this specific event. However, no other information was provided from the facility. These are commonly used devices that are readily available.